Event description:
A consumer reported experiencing pain, discomfort, halos and altered color perception following bilateral intraocular lens (iol) implant surgery. At the request of the consumer, the surgeon has not been contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the consumer did not provide a lot number or any identification traceable to the manufacturing documentation. At the request of the consumer, the surgeon has not been contacted. This report was mailed to FDA on: 06/25/2009.